Manufacturer narrative:
(B)(4). Device not received by manufacturer.

Event description:
Per the clinic, the device was explanted (date not reported) due to an unspecified reason. It is unknown whether the patient was reimplanted with another device, as of the date of this report. Additional information has been requested; however not been made available as of the date of this report.